Manufacturer narrative:
The insulin pump alarmed a33 during displacement test due to high motor currents draw. Unable to confirm motor error alarms due to a33 alarms. The insulin pump was received with cracked reservoir tube lip, minor scratches on display window and cracked case near display window corners noted during our visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).

Event description:
It was reported that the customer received a motor error alarm. Customer's blood glucose level at the time 140mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.